Manufacturer narrative:
97755, sn: (B)(6), returned for product analysis. Analysis found no device found message and got hot after running it at donut end also the low number (00) was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for 'about 3 days,' then stated for 'about 3-4 days' they have been having issues with recharging the implanted neurostimulator. Patient stated that the controller will display all kinds of things - 'it keeps recharging ended, watch connection, find the device, restart, it just keeps going through all different kinds of things.' Patient also stated it will say 100-100-100 and then 'no device found' even when the recharger is over the ins, so they will have to restart the charging session. Patient mentioned that they have tried resetting the controller, but this did not resolve the issue. Patient also reported that 'periodically' the recharger is getting hot where the cord goes into the paddle. Patient stated they had a problem before where the cord was loose from the recharger antenna but patient confirmed no damage to their current recharger cord or antenna. Patient mentioned they've received replacements from patient services before. Patient stated they tried calling manufacturer representative (rep)  about this issue, but called patient services after not getting an answer to their call. The issue was not resolved. A request was sent to repair to replace the recharger. The patient mentioned unrelated medical history. This included patient mentioned they are half blind and th erefore cannot see well and had difficulties reading the serial numbers. Patient mentioned their mind is befuddled with all this and have had a lot of frustration with this equipment. Agent updated patient's address and managing physician with prs.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: nlf075158n, ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.